Event description:
Through the journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab" healthcare professional reported for left side "after the implant of mentor devices, cell block immuno-histochemistry demonstrated large atypical cd30+ and alk- cells consistent with bia-alcl". Histopathological markers cd30+ and alk- have been received. Also reported "postoperative course was reportedly complicated by bilateral mastectomy flap necrosis, requiring explantation and replacement of the expanders 4 months afterward" which is not related to the device. The device was explanted and replaced.

Manufacturer narrative:
Article citation: wirtz, e. C., akhavan, a. A., ollila, d. W., & bhatt, n. (2021, february 4) an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab. Prs journal, 299. Https://doi.org/10.1097/prs.000000000008155. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: mastectomy flap necrosis (deemed not device related).

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Upon further information, allergan safety determined that this event is not related to allergan device. Lymphoma-alcl was diagnosed with mentor implants in place.

Event description:
Through the journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab" healthcare professional reported for left side "after the implant of mentor devices, cell block immuno-histochemistry demonstrated large atypical cd30+ and alk- cells consistent with bia-alcl". Histopathological markers cd30+ and alk- have been received. Also reported "postoperative course was reportedly complicated by bilateral mastectomy flap necrosis, requiring explantation and replacement of the expanders 4 months afterward" which is not related to the device. The device was explanted and replaced.